Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the syringe barrel. The customer elected not to use the tubing. No injury or adverse event was reported.

Manufacturer narrative:
Bayer product analysis received and examined the returned syringe kit. Visual examination of the syringe kit confirmed the presence of particulate inside one of the syringe barrels near the tip. The reported particulate measured approximately 14 mm in length and 8 mm in width. Material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into a patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.